Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed shock lead impedance (sli) values that in average have been increasing and are now in high, out of range measurements, therefore an alert was triggered. It was recommended to continue monitoring and increasing the out-of-range limit in office. The rv lead remains in service. No adverse patient effects were reported.